Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while performing a cystectomy on the ileal conduit, the generator provided a re-grasp alarm and then an end tone, indicating a completed seal cycle. The surgeon reported oozing in the area where sealing was done. The surgeon used manual ligation to complete the procedure.